Event description:
It was reported to vyaire medical that a patient expired on a laptop 1200 ventilator. There was no other information provided regarding the incident."

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."